Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy gyne procedure, the needle of the 1st packet disengaged from the needle swedge easily. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.